Manufacturer narrative:
Section b5: previous admissions for driveline infection reported in MFR # 2916596-2021-05401, 2916596-2021-05437, 2916596-2019-04029. Manufacturer's investigation conclusion: a correlation between the device and the reported bleeding and driveline infection could not be conclusively determined. According to the account, the bleeding was reportedly due to trauma to the driveline site. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and infection (localized, driveline, pump pocket or pseudo pocket). Section 6 ¿patient care and management¿ (under "anticoagulation") contains information on controlling infection. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Heartmate 3 lvas patient handbook: section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2019 after leaving against medical advice for driveline infection. The patient stated that the lvad was dropped at home with some tugging and bleeding at the driveline site. There was no bleeding noted on admission and was consulted for treatment of ongoing driveline infection in light of new trauma since patient had not completed the previous recommended oxacillin. Keflex for lifelong suppression was restarted.